Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery was observed to be depleting rapidly. Additionally, the pump reportedly was charging slower than usual. There was no adverse impact to the customer's blood glucose (bg) level. Reportedly, the customer contacted the healthcare provider for an alternate insulin therapy method.